Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No frozen display, numbers or screens flashing during testing. No display anomaly noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that display screen began to flash and buttons became unresponsive during a bolus. Customer's blood glucose was 124 mg/dl. Customer reported of being caught in the rain, but insulin pump was in his shirt. After troubleshooting, customer was advised that insulin pump would need to be replaced.